Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that vent inoperable occurred on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation:a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The mainboard was replaced according to service manual. While performing ovp (operational verification procedure) the unit presented error o2 (oxygen) inlet low. The o2 inlet was calibrated and the unit passed. Exhalation flow, exhalation press and turbine differential calibration,ovp was done and passed.the unit meets factory specifications.